Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed low battery alert. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. Pump trace download analysis confirmed the pump alarmed 3 low battery alerts between (B)(6) 2021 08:10:00.000 and (B)(6) 2021 03:39:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed low battery alerts were triggered due to moisture damage to the pcb1. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No low battery alerts noted during test. However, the power management graph also confirmed low battery alerts were triggered due to moisture damage to the pcb1.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alerts. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.